Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, induction testing was performed in secondary vector; however, no therapy was provided for 25 seconds. The physician decided to intervene with an external shock. The device was reprogrammed to primary vector and the physician was satisfied with a 15 second to therapy time. Three days post-implant, a electrode revision procedure was scheduled due to dislodgement. The following day, the electrode was successfully repositioned. No additional adverse patient effects were reported.